Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18633, 2017865-2021-18638. It was reported that when a mechanical saw was being used to amputate the patient¿s leg in a procedure on (B)(6) 2019, loss of cardiac pacing was observed due to noise oversensing from the saw result in pacing inhibition. The patient was pacemaker dependent. The patient became severely bradycardia, hypertensive and went into cardiac arrest. The patient suffered injury to the brain due to anoxic encephalopathy. The patient was transferred to another facility and remained non-responsive at this facility. The patient expired (B)(6) jul 2019 as a natural consequence of severe anoxic encephalopathy.